Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently had high blood glucose levels around 200 mg/dl, and then 423 mg/dl the night before the call. The customer reported having ketones. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.